Event description:
One patient with discrepant hcg results. Initial result gave 1498 miu/ml, repeat gave >10,000 miu/ml. Sample was diluted, which resulted at 37304 miu/ml. No erroneous results reported. The field service representative determined the cause of the discrepancy was due to an air bubble or clot in the sample. Performance tests were performed which were within specification.